Manufacturer narrative:
Model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
Report was received that the patients leads were not working and the stimulation was not in the right areas. X-ray was taken and showed lead migration. High impedances were noted on one of the leads. The patient will undergo a revision procedure wherein the lead will be replaced and repositioned.

Manufacturer narrative:
Additional information was received that the patients migrated lead was the one with high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
Report was received that the patients leads were not working and the stimulation was not in the right areas. X-ray was taken and showed lead migration. High impedances were noted on one of the leads. The patient will undergo a revision procedure wherein the lead will be replaced and repositioned.